Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was more than half the needle retained in the patient?- no, just the tip. Was there any adverse patient consequences? Update to patient current condition. What is the procedure name? Lap colposacropexy. What tissue was the needle suture device used on? Ligament. What was the size of the needle used? 31mm ½ circle round bodied. Was tip of the needle retained in the patient¿s tissue? If yes, what tissue structure is it located? Yes, ligament. Were any measures were taken to retrieve the broken piece? -yes. If yes, please specify what was done?- observed tried to remove but too lodged. End not visable enough to get hold of. Where was the needle grasped prior to the needle breakage (ie. Swage, central portion of needle)? - central portion. Has there been any medical or surgical intervention performed? No. Was the patient brought back to operating room to have needle removed or was the needle removed during the initial procedure? No. Was the procedure completed successfully? If yes, how? Yes. Will any actual or representative sample be returned for evaluation? No.

Event description:
It was reported that the patient underwent a laparoscopic colposacropexy procedure on (B)(6) 2017 and the suture was used on ligament tissue. During the procedure, the tip of the needle snapped off inside the patient. The doctor observed and tried to remove the broken piece, but it was too lodged and the end was not visible enough to get hold of. The doctor opined that this was not a problem with the suture but the density and access to the tissue involved. It was also reported that the procedure completed successfully. There were no adverse consequences reported.